Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, in this case, it is likely that during inflation, the balloon became compromised and/or damaged against the heavily calcified anatomy resulting in the reported balloon rupture during inflation at 16 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, non-tortuous left superficial femoral artery. A 6x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped without issues and advanced without resistance. The balloon was inflated once to 16 atmospheres when the balloon ruptured, so the pta was removed. A same sized armada 35 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.